Event description:
A customer reported biased phyt results while testing performance verifiers on the vitros 950 system. Biased results may lead to inappropriate physician action. No patient results were reported, and there was no report of patient harm as the result of this event.